Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found no failures upon arrival. Review of the mpar report indicated that drawer 3.1 was free failing. The station was powered off, the row board cable was reseated, and the damaged retractor band was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and device was not detected on bus. The customer stated that there was a delay in patient care. However, there were no delay, adverse events or injuries reported based on this event.